Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt fell and afterward felt as though her scs ipg had moved and now has difficulty communicating with external devices. An sjm representative met with the pt and confirmed trouble maintaining communication. Surgical intervention may take place at a later date to address the issue.